Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke off at 15 mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the fracture developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was scratched and cracked when the user output the device contacting with something hard, besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a laparoscopic assisted colectomy, the subject device was used. The probe of the device broke off and fell into the patient. The fragment was retrieved. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".